Event description:
It was reported that the patient experienced cuff erosion with an artificial urinary sphincter (aus) leading to it being previously explanted. A revision surgery was performed in which new aus was implanted. The cuff was placed transoroporally on the patient. The patient was doing well with no further complications after the procedure. No more information available at the moment, further information was requested. It was further reported that the entire aus system was previously explanted. During this procedure, a new aus was implanted. The patient did not experience any adverse events and was said to be doing well after the procedure.